Event description:
Healthcare professional reported via customer portal "deflation/rupture" and "planned 40-year-old implants". This record is for the left side. The device has been explanted and discarded.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.